Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited elevated shock impedance on this transvenous defibrillation lead. Measurements ranged from 118 ohms to 125 ohms. Testing of the lead during a device changeout procedure demonstrated normal impedance. As such, the source for the high impedance is suspected to be device related. Evaluation of the crt-d was requested. To date, there have been no reported patient symptoms or therapy delivery issues associated with this clinical observation.